Event description:
It was reported that the customer's insulin pump was cracked. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked display window and cracked case near display window corners noted during visual inspection. Missing address and serial number label noted.(B)(4)